Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("excessive bleeding") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient started essure (ess205). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure (ess205) during the first trimester of pregnancy. On (B)(6) 2013, (B)(6) days after starting essure (ess205), the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstruation irregular ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia"), headache ("headaches"), vaginal infection ("vaginal discharge and / or infection") with vaginal discharge and fatigue ("fatigue"). The patient was treated with surgery (emergency surgery with removal of essure device on (B)(6) 2013). Essure (ess205) was withdrawn. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstruation irregular, pelvic pain, dyspareunia, headache, vaginal infection and fatigue outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstruation irregular, pelvic pain, dyspareunia, headache, vaginal infection and fatigue to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2007: hysterosalpingogram result was satisfactory placement, full occlusion both tubes. On (B)(6) 2013: pregnancy test result was positive and ultrasound scan result was ectopic pregnancy. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). Approximately 5 years and 6 months after insertion, coils were removed. These both events are anticipated in the this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had an ectopic pregnancy. She underwent emergency surgery with removal of essure device. Excessive bleeding (interpreted as genital bleeding) was also reported. These events are serious due to medical significance and both are anticipated in reference safety information for essure. Non-serious events were also reported. Excessive genital bleeding in women may have multiple causes. In the present case, no alternative explanation was provided. Given the nature of this event, a contributory role of essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, the pregnancy occurred after more than 6 years from essure implantation, and it was stated that consumer had performed a confirmatory test (hysterosalpingogram) that showed bilateral tubal occlusion, 3 months after essure insertion. A contraceptive failure cannot be excluded in this case. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, causality between essure and ectopic pregnancy cannot be excluded. This case was regarded as incident since surgical intervention and device removal were required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had an ectopic pregnancy. She underwent emergency surgery with removal of essure device. Excessive bleeding (interpreted as genital bleeding) was also reported. These events are serious due to medical significance and both are anticipated in reference safety information for essure. Non-serious events were also reported. Excessive genital bleeding in women may have multiple causes. In the present case, no alternative explanation was provided. Given the nature of this event, a contributory role of essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, the pregnancy occurred after more than 6 years from essure implantation, and it was stated that consumer had performed a confirmatory test (hysterosalpingogram) that showed bilateral tubal occlusion, 3 months after essure insertion. A contraceptive failure cannot be excluded in this case. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, causality between essure and ectopic pregnancy cannot be excluded. This case was regarded as incident since surgical intervention and device removal were required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") and genital haemorrhage ("excessive bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 624107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, 6 years 5 months after insertion of essure (ess205), the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstruation irregular ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia"), headache ("headaches"), vaginal infection ("vaginal discharge and / or infection") with vaginal discharge and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (emergency surgery with removal of essure device on (B)(6) 2013, salpingectomy (one side removal)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device and pelvic pain had not resolved and the genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, headache, vaginal infection and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menstruation irregular, pelvic pain and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: satisfactory placement, total bilateral occlusion pregnancy test - on (B)(6) 2013: positive ultrasound scan - on (B)(6) 2013: ectopic pregnancy (not applicable) most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Essure lot number was added. Essure start date updated from 16-jul-2007 to 06-jul-2007. Events pregnancy (ectopic), left-sided abdominal pain were clubbed with previously reported events.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") and genital haemorrhage ("excessive bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 624107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included recurrent abortion and multigravida. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, 6 years 5 months after insertion of essure (ess205), the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with vaginal discharge and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstruation irregular ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia"), headache ("headaches"), vaginal infection ("vaginal discharge and / or infection") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (emergency surgery with removal of essure device on (B)(6) 2013, salpingectomy (one side removal)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device and pelvic pain had not resolved and the genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, headache, vaginal infection and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menstruation irregular, pelvic pain and vaginal infection to be related to essure (ess205). The reporter commented: essure removal procedure: mini laparotomy with left salpingectomy. Right tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: satisfactory placement, total bilateral occlusion pregnancy test - on (B)(6) 2013: positive. Ultrasound scan - on (B)(6) 2013: ectopic pregnancy (not applicable). (B)(6) 2013 - gynecology cytology report - shift in vaginal flora suggestive of bacterial vaginosis. (B)(6) 2013 - blood work up / qualitative pregnancy test - positive pregnancy / quantitative showing 1,445. (B)(6) 2013 - ultrasound scan - large amount of blood, along with a round heterogeneous structure measuring 4.4 cm x 2.0 cm x 2.1 cm and is considered an ectopic pregnancy. (B)(6) 2013 - obstetric ultrasound report - intrauterine gestational sac is not seen probable ectopic pregnancy. (B)(6) 2013 - surgical pathology report - multiple fragments of trophoblastic tissue identified admixed with intraluminal organizing blood clot, consistent with ectopic pregnancy, left tubal. Complete cross section of unremarkable right fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.